Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic during a follow up, lv lead dislodgement was noted. Chest x-ray performed on 06 jun 0218 showed dislodgment of lv lead migrated into the right atrium. The device was reprogrammed. The event was reported as still ongoing. No sign or symptom reported.

Event description:
New information received states that the lv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.